Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that while troubleshooting for no delivery, the customer's blood glucose reading was over 400 mg/dl. The customer received a no delivery alarm. The customer treated the high readings with syringe. The customer declined to troubleshoot for high readings.